Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was seroma and hematoma. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reported right side rupture, seroma, and hematoma. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, an opening, yellow and red particles, and a flat crease. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the shell thickness within specification. Based on the device analysis the final assessment is a sharp opening on the posterior side due to an unidentified tear opening.

Event description:
Physician reported right side rupture, seroma, and hematoma. The device has been explanted.